Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose. Customer stated she woke up that morning and her blood glucose was at 104 mg/dl, she ate and it went to 238 mg/dl, she treated with the insulin pump and it still rose to 382 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. No insulin leak was found. Insulin did exit the tubing with manual prime. The customer found air bubbles in the reservoir and insulin was cloudy. She was unsure if the tubing had bubbles but it seemed to have some spots. Customer would be changing the infusion set, insulin and reservoir.